Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733763, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. The registration was deleted after changing procedures. After successfully registering the patient, the site reverted to the procedure screen and changed from a tumor resection procedure to a biopsy procedure. The procedure was completed by aborting navigation. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
Correction: has been updated with the correct event date. A medtronic representative went to the site to inspect the system. The system performed as intended. No parts required replacement. Device evaluation: software analysis was performed after the logs were received. Review of the logs did not have any information pertaining to registration. There was no other information available in the log to provide reason for the deletion of the registration. As a result it was not possible to determine probably cause. If information is provided in the future, a supplemental report will be issued.